Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and there was a hematoma at the access site. One unit of packed red blood cells was provided to the patient.

Manufacturer narrative:
D.6b explant date was added. The investigation for the reported access site bleed has been completed. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12880. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2024-12880 in accordance with updated procedures. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12880 as it is unknown the initial reporter also sent the report to the FDA. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-12880 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.